Manufacturer narrative:
It was reported that during an egd procedure, the separated brush head that was used to clean the endoscope fell out of the endoscope and into the patient's stomach. It was not identified at what point in the egd procedure this occurred. Reportedly, the physician was required to remove the separated brush head from the patient's stomach with a net. No further incident reported. The patient was not under general anesthesia at the time of the incident. The procedure did not last longer than expected. No serious injury or follow-up care reported. There was no sample available to be returned to the manufacturer for evaluation. Due to the need for medical intervention to retrieve the separated brush head, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an egd procedure, the separated brush head that was used to clean the endoscope fell out of the endoscope and into the patient's stomach.